Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided information. According to the information provided from our field service engineer, the issue was investigated and expiratory channel circuit board and expiratory valve coil were requested for testing purpose. However, there is no other information available about how or if the issue has been resolved.

Event description:
Manufacturer's ref. #: (B)(4).